Event description:
It was reported that the patient participated in a clinical trial for a clip study on (B)(6)2004 for the starclose device. After a heart catherization procedure, a starclose was used to close the right common femoral artery access site. Reportedly, the starclose device malfunctioned as it clipped the artery together and dissected the artery. The patient was readmitted on (B)(6) 2022 due to pain in the lower leg, allegedly from the starclose malfunction. Surgery was done the next morning on (B)(6) 2022. The leg was treated via angioplasty and by inserting a tube which released a clot busting agent. A total of four surgeries were done in the week the patient was hospitalized. No additional information was provided.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The starclose clip remains in patient. The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The reported device malfunction and dissection occuring in 2004 were previously reported under cn-094528, MFR # 2024168-2022-00634. This medwatch report is being filed to capture the additional adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.